Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2012-05160. It was reported that during a coronary artery stenting treatment procedure a stent dislodgement and dissection occurred. The physician was treating the right coronary artery (rca) which was totally occluded. She implanted a 4.0 x 38mm promus element stent without complication in the mid rca. Next she was trying to implant a 4.0 x 38mm promus element stent proximal the one implanted prior. There was difficulty so she used a non-bsc catheter to get the stent to cross the placed stent. The stent got "hung up" and when it was removed it dislodged off the balloon. The stent was removed without difficulty and the procedure completed using a different device. The physician believed a dissection occurred although it is not confirmed which device caused the dissection.